Event description:
A (B)(6) male pt contacted zoll customer support to report that both of his batteries were dead and his charger was not working. His charger screen was white, and one of his batteries would not power up the monitor. The other battery was almost completely depleted. The pt was issued a replacement charger/modem and two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (batteries won't power up monitor, charger white screen) has been confirmed. Upon evaluation, the charger was found to have bugs and water damage inside, causing the failure of numerous components. The root cause of the water damage and bugs in the charger cannot be positively determined, but is likely due to liquid ingress. The defective charger also caused the charger to completely drain one battery (sn (B)(4)) to the point it could not be charged with an output voltage of 1.92 volts. No adverse event resulted from the contamination in the charger. The pt was issued a replacement charger and battery. Device manufacture date: charger/modem: sn (B)(4): 07/2010. Battery: sn (B)(4): 05/2010.